Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor was fractured. The analyst noted that the distal conductor is fractured at 14.5 cm from the connector pin. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high impedance, and oversensing / noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.